Manufacturer narrative:
The involved samples were discarded by the hospital and are not available for further inspection. Review of the complaint database and the device history file has shown that no other complaint and no mfg nonconformity have been reported regarding the involved lot 11l2003g of prismaflex tpe 2000 set. (B)(4).

Event description:
A pt with guillain barre syndrome, on ventilatory support was undergoing therapeutic plasma exchange (tpe). The pt had an estimated blood loss of 1000 ml when the content of 8 consecutive filter sets was not returned to the pt following clotted filters. The pt received a blood transfusion following these events.